Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01408. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra coil 400's (pc400s) and a penumbra coil detachment handle (handle). During the procedure, the physician deployed a pc400 into the target vessel and then attempted to detach the coil using the handle; however, the pc400 pusher assembly got stuck in the handle and the coil did not detach. The physician then attempted to pull the pusher assembly out of the handle but it was stuck. Therefore, the physician broke the end of the pusher assembly and manually detached the pc400. The procedure was then successfully completed using additional pc400''s and a new handle. There was no report of an adverse effect to the patient.